Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. It was reported that the physician had to extend from the main body bifurcation up to the secondary ring with I-cast (non-endologix) stents due to approximately a 90 degree angle limiting flow into the left iliac limb. The physician extended proximal with bilateral 10x38mm I-cast stents after verifying that the proximal seal was intact and a palmaz (non-endologix) stent was not required. The origin of the left hypogastric artery was poorly visualized in the computed tomography angiogram (cta) and the left hypogastric artery was inadvertently covered; however, the physician was not concerned about this because the right hypogastric artery was larger. The physician was satisfied with the results of the procedure and the patient had equal pulses bilaterally in the common femoral arteries and in the feet. It was noted that the patient was doing well the next day after the procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative inadequate flow to the left iliac limb creating a left limb occlusion and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy related. The fabric trunk of the aortic body landed in a severe infrarenal angulation of 105.2°. This likely created a restricted flow to the left limb, ultimately resulting in left limb occlusion. Procedure related harms could not be identified. The final patient status was reported as doing well postoperatively. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.